Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The reported complaint was confirmed. The following information was reported via the service report: short circuit in the motor cable - motor cable replaced; "micro": preventive replacement of o-rings performed acc. To service manual; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed; safety test checklist enclosed. The identified short circuit in the motor cable would result in a non-functioning motor. However, a specific root cause for the electrical short in the cable cannot be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified procedure, it was observed that the device did not turn and had a jammed motor. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.